Event description:
It was reported that during use and after centrifugation with a bd vacutainer® sst¿ ii advance plus blood collection tubes gel globules formed. This occurred on 5 separate occasions, however, the patients were re-drawn. The following information was provided by the initial reporter: post centrifugation, gel globules were formed within the gel which affected the instrument probe causing it to go deeper within the gel leading to error.

Manufacturer narrative:
H6. Investigation: bd received 5 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for oil gel globules with the incident lot was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing and the issue of oil gel globules was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text: see h10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use and after centrifugation with a bd vacutainer® sst¿ ii advance plus blood collection tubes gel globules formed. This occurred on 5 separate occasions, however, the patients were re-drawn. The following information was provided by the initial reporter: post centrifugation, gel globules were formed within the gel which affected the instrument probe causing it to go deeper within the gel leading to error.